Event description:
Rptr reported that they lost two (2) pts probably due to improper use of the vpapmax. The rptr also claimed that the "invasive applications" instructions of the vpapmax clinician's manual is not clear and concise. The prtr indicated that the two pts were intubated and that the pts were treated invasively thru an endo-tracheal tube.